Event description:
It was reported that the band was implanted in 2006 and was removed, as it appeared that the balloon had completely perforated. This has been detected under x-ray. There were no other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.